Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. Detailed analysis did not find evidence of any failure in the device hybrid components or its battery; therefore, the root cause of this observation could not be confirmed.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.